Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a vibrate anomaly for the past week. Customer's blood glucose was 369 mg/dl. The customer reported experiencing high blood glucose for the past three days. The customer also reported the insulin pump did not vibrate when receiving information from the meter. Troubleshooting found the insulin pump did not vibrate during a self test. The customer also declined to check for leaks or air bubbles during troubleshooting. It was also found the customer had a bent cannula upon removal of their infusion set. Customer also did not have tubing clamps available to complete troubleshooting for the insulin pump. The customer was also advised to change out their entire set, reservoir and insulin. Customer was advised to monitor their insulin pump.